Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator. The reason for call was caller stated that the patient had put their implantable neurostimulator (ins) into MRI mode for their last scan but never deactivated MRI mode. Caller reported that now the patient is unable to connect to their ins. Agent asked when patient last recharged the ins and hcp reported yesterday. The issue was not resolved through troubleshooting. Agent recommended patient attempt to recharge ins, provided patient services (pss) phone number for patient to call for troubleshooting if needed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.